Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Customer successfully resumed insulin deliveries. Additionally, it was reported that the "wake button is worn down to the pump so much that it is hard to press the button now." Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. Customer¿s blood glucose level was 208 mg/dl.